Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Attempts by emails and phone calls have been made to obtain; patient treatment settings, patient information and patient photo. No incident form or patient photos received in lumenis. Since there is no incident form received in lumenis and also the system was not checked during 15 days, this case has been determined as reportable to EU authorities in an 'abundance of caution'. Follow up mir report will be sent to italy authority (dgfdm). Update: 07/13/2023: after multiple attempts to achieve incident form from the customer and the fact that the system has not checked yet, this case has been determined as reportable also to the FDA as an 'abundance of caution'. While the information received to date does not confirm that a serious injury or malfunction had occurred, because of the lack of information lumenis is reporting the event to the FDA in an 'abundance of caution'. Should additional significant information become available, the complaint record will be updated accordingly, and a follow-up medwatch report will be submitted.

Event description:
Lumenis received an adverse event report on a patient who sustained burns following treatment by lightsheer quattro device.